Event description:
End user alleges while operating the motorized wheelchair in the roadway he was stuck by a motor vehicle. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report the end user failed to yield the right of way to a motor vehicle while crossing the street in the motorized wheelchair. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules. Cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts. Cross the road by the most direct route."